Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI number is not available due to manufacturing date before 9/23/2014.

Event description:
It was reported that during the diagnostic evaluation in clinic, possible atrial noise was noted. Frequents episodes of mode switch, suggesting atrial fibrillation, were noted. Review of episodes revealed atrial noise. Noise was reproducible with isometrics. The lead was capped and replaced due to oversensing on 2/27/2018. The patient was stable before, during and after the procedure.